Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges joystick right near the strain relief caught fire. Fire department unplugged, fire went out.

Manufacturer narrative:
Only the ne joystick was returned for evaluation. The evaluation noted post final release damage to the joystick harness. The evaluator saw no evidence of fire.

Event description:
Alleges joystick right near the strain relief caught fire. Fire department unplugged, fire went out.